Event description:
Boston scientific received information that the communicator would not power on and the power supply had become hot to the touch with a high pitched audible sound coming from it. No adverse patient effects were reported.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance lab confirmed the reported allegation. The power cord became hot to the touch and the audible sounds was heard during testing. In addition there was evidence of the case being deformed before the analysis was performed.